Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscopes moved freely with uncontrolled motion. The settings were correct, however, the image and the camera motion were inverted. There was no apparent damage on the endoscope's base. The endoscope was not rotated manually 180 degrees prior to the event. The surgeon had not manually associated the right and the left controls with their respective arms for intuitive motion. There was no patient injury. The arms worked well once the endoscopes were switched out. The site has returned the endoscope. There are no photos or videos for isi review.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 2 for failure analysis investigation. The usm 2 was analyzed and the 22020 error was found indicating instrument engagement fault on the unit carriage, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the axis controller carriage interface (acci) assy was inspected, and no faults could be identified.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure using an xi system, the image was inverted while using a 0-degree endoscope installed on universal surgical manipulator (usm) arm 2. The issue was reported to the technical support after completing the procedure. The intuitive surgical, inc. (Isi) technical support engineer (tse) noted engagement errors 22020 on arm 2. The customer reseated the endoscope, and upon reinstallation, they heard a strange noise, and the endoscope did not rotate properly. The customer replaced the endoscope, which corrected the inverted image, but then the surgeon's hand controls operated the opposite arms, even though the assignments were set correctly. The customer reseated the backup endoscope, which resolved the issue. The procedure was completed with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced universal surgical manipulator (usm) 2 due to endoscopes image inverting mid-procedure. The system was verified and ready for use. Isi has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.